Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the device was removed because it kept shocking the patient and each time they tried to "get it to hook from the left foot to her right knee she would get an electrocution type pulsing down her leg". The patient indicated that the device was removed 2 months ago from this report. The patient stated she thinks it was actually removed on (B)(6) 2017. No further patient symptoms or complications were reported in this event.